Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. Customer stated that she put a new set in last night and it went over 500 mg/dl and it was at 125 mg/dl before she went to bed. Customer stated that she needs help with care link she has an app but she does o't know how to use it. Customer stated that she took the set out and she was smelling insulin and when she took it out it was kinked 2-3 times on the cannula. Customer stated that it was a long hole not just a little hole from the cannula. Customer also experienced issues with serter during use. Customer put a new set in about 2hrs ago and it does not smell like insulin. Customer stated that she doesn't have a set with her but when she was trying to insert it into the body the needle came out the tubing and detached. She stated that she did not want to troubleshoot her pump this all happened and she stated that she kept going to the bathroom and then she took her blood glucose and it was in the 400's mg/dl and she waited and smelt the insulin and then she waited a little but then her blood glucose was over 500 mg/dl. Customer stated that she put a new set in last night and it went over 500 mg/dl and it was at 125 mg/dl before she went to bed inquired what led up to the complaint. The insulin pump will not be returned for analysis.